Event description:
The event is reported as: alleged issue: customer reported that after a c-section, the staples did not stay closed and the suture site came open. Pt was brought back into the operating room and had to have new staples affixed. No pt injuries reported. Pt current condition is fine. Add'l info requested.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.